Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/18/2015 with the following findings: the display screen was dim and discolored.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.